Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while the display reads run, the reservoir volume has not decreased from 8.4ml in over 15 minutes. They stated that they did not hear the motor running at all. Pump stopped and restarted, and reservoir volume did not decrease even after several minutes. Patient once again reported that the motor was silent as well. Reservoir volume remained at 8.4ml despite indicating it was running throughout duration of the call. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.